Event description:
It was reported that pump displayed repeated altitude alarms while insulin delivery was suspended, and caller declined to share their blood glucose level. Customer followed technical support guidance to clean speaker holes, remove and reconnect cartridge, and attempt to resume insulin; when alarm recurred, customer successfully loaded new cartridge, resumed insulin, and confirmed alarm did not return, and pump operation returned to normal after it was explained that original cartridge had not vented properly.